Event description:
It was reported that, during a pvi procedure using an intellanav mifi open-irrigated catheter to treat a fib, the fluid connection port fell off after several ablations. The exchanged the catheter to resolve the issue. The procedure was completed without patient complications. The catheter has been received and analyzed.

Manufacturer narrative:
Upon receipt at our post market quality analysis laboratory the catheter was visually inspected. This inspection revealed the irrigation luer had been separated from the tubing at the proximal side of the adhesive joint, this is also the narrowest point of the joint. Dried body fluid was also found on the handle. Next, electrical continuity testing found that the catheter's electrode and thermocouple resistances were within acceptable specifications. This same testing initially found the magnetic sensor to initially be out of specifications due to being magnetized, once the tip was demagnetized the magnetic sensor measurements were found to be within specifications. Finally the catheter underwent functional testing which found no abnormal resistance or behavior when actuating the steering mechanism or tension controls. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications.

Event description:
It was reported that during a pulmonary vein isolation (pvi) ablation procedure to treat atrial fibrillation, after numerous ablations, the fluid connection port fell off. The catheter was replaced with another of the same device, and the procedure was completed. No patient complications occurred. The device has been returned and is pending analysis.